Event description:
It was reported that, during a meniscus suture process, after t1 was implanted, the t2 implants of two (2) fast-fix 360 were deployed simultaneously. Surgery was completed with a smith and nephew back-up device instead. There was a surgical delay greater than 30 minutes, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The suture knot is tightened down. The needle assembly is bent. The actuator is past the tip of the needle. Bio debris is present. A functional evaluation showed that the actuator will not move and remains stuck at the past the tip of the needle. The gray slider moves freely indicating the push assembly has become inactive. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.